Event description:
It was reported that the chisel handle broke in half during impaction. All pieces recovered. No surgical delay or injury to the patient was reported. It is unknown if/how the procedure was completed.

Event description:
It was reported that the chisel handle broke in half during impaction. All pieces recovered. No surgical delay or injury to the patient was reported. The procedure was completed using a chisel from another company.

Manufacturer narrative:
Additional information in d9. Internal complaint reference number: case- (B)(4). Corrected event description in b5.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that smith and nephew is the distributer of this device. The legal manufacturer, mps precimed sa, will review the event and determine reportability, therefore, it was determined that this case does not meet the threshold for reporting by smith and nephew and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.